Event description:
It was reported patient underwent a total hip arthroplasty on (B)(6) 2000. Subsequently, patient was revised on (B)(6) 2013 due to a head fracture. The head was removed and replaced with biomet head and the shell and liner were removed and replaced with competitor product.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 6 states, "while rare, fatigue fracture of the implant can occur as a result of strenuous activity, malalignment, or trauma."